Manufacturer narrative:
Device not made available by customer.

Event description:
It was reported by a patient¿s attorney that allegedly a gurney model 6082 failed to perform. It is alleged that as a result of the event the patient sustained bodily injuries. No further information was provided regarding the alleged malfunction or injury to the patient.